Manufacturer narrative:
The ins passed functional testing. There was good output and normal impedance measured on all electrode pairs using the appropriate lead configuration for the ins connector port being used. This ins was received programmed with a 2x4 lead configuration using electrodes #0-3 and #4-7. This programming configuration only uses electrodes connected to the #0-7 connector port of the ins and would be the configuration used with a model 64002 dbs adapter to connect to two legacy extensions. Two model 37086 dbs extensions were returned with the ins indicating that the lead configuration should have been programmed to a 2x4 lead configuration using electrodes #0-3 and #8-11. Since the complaint was related to high impedance on the right channel, this would have been the result of using a model 37086 extension in the #0-7 port which means nothing is connected to the #4-7 circuits.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported on the day of report the doctor had implanted the extensions and the ins. There were high impedances on the right side. They had reconnected several times but no matter what, the right side was high. The leads were tested and they were fine. They changed the extensions and they still had high impedances. They changed the ins with a new ins and still had high impedances. After several reconnections, the impedances showed normal so the cause was unknown but it resolved itself after testing. They finally got normal impedances. The patient was to be seen in a couple of weeks after report. No symptoms were noted.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that high impedances were measured on electrodes 8-11 and 4-7 during the implant procedure.

Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth, h3: no eval explain code medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.